Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia while using the ilet system, with documented glucose values as low as 39 mg/dl and additional low alerts, amid recent user-initiated adjustments to body weight and an increased secondary cgm target. Symptoms included low blood glucose with associated hypoglycemia. Outcomes included the need for repeated carbohydrate intake and ongoing fluctuations in glucose levels. Investigation included review of available cgm trends and product-use history with user coaching on standard hypoglycemia treatment. Investigation of this case revealed improper self-treatment technique for hypoglycemia, as the user treated with 10 g fast-acting carbohydrate and rechecked after about 5 minutes rather than following the 15 g every 15 minutes guidance, which can contribute to recurrent lows. It was concluded that the event was consistent with use-related factors and glucose management behavior rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.